Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise. It was determined that the device had worn bearings. It was further determined that worn bearings create heat, vibration and noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion that wore out the bearings. This is further defined as normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine equipment check, it was observed that the attachment device was running ¿too hot". The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.